Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on electrodes 8, 9, 10, 12, 14 & 15 were >10,000 ohms. It was reported that the patient was without therapy for several weeks. It was reported that since (B)(6) 2018, the patient has had several falls, injections, and was in a car accident. The manufacturer representative did not know if these events contributed to the high impedances. The ins was reprogrammed and the patient received adequate coverage. No further complications are anticipated.